Event description:
According to the available information while trying to insert it into a guide, 2 units broke. Cut in the middle of the dj caused by twisting while trying to insert it through the guide that comes with the product. The double ureteral stent broke when it was trying to be mounted on the guide wire.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaints on the lot number 10104338. On (B)(6) 2025, we did not receive sample, so we cannot do more than documentary investigation which was performed and revealed no anomaly in relation to the described defect. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. Similar case study was performed based on jj silicone reference, defect damaged/ broken over last four years, 12 similar cases were found. A rmf evaluation was performed based on criq 243 - risk identified 11210 (hazardous situation: jj is not compatible with guidewire (jj cannot slide over guidewire or with difficulty/ friction)) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information while trying to insert it into a guide, 2 units broke. Cut in the middle of the dj caused by twisting while trying to insert it through the guide that comes with the product. The double ureteral stent broke when it was trying to be mounted on the guide wire.